Event description:
It was reported that a patient with this artificial urinary sphincter aus experienced a trauma near the retropubic area. As a result, a subcutaneous hematoma was formed, which required several weeks to heal. During the healing process, skin integrity was compromised, allowing the tubing from the pressure regulating balloon prb to the control pump to erode through the skin and the tubing was exposed. A surgical procedure was performed to remove and replace the pump. It was noted, however, that there was some concern regarding the potential for the patient to lose all devices due to infection. There were no further patient complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion, extrusion, and infection are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced a trauma near the retropubic area. As a result, a subcutaneous hematoma was formed, which required several weeks to heal. During the healing process, skin integrity was compromised, allowing the tubing from the pressure regulating balloon (prb) to the control pump to erode through the skin and the tubing was exposed. A surgical procedure was performed to remove and replace the pump. It was noted, however, that there was some concern regarding the potential for the patient to lose all devices due to infection. There were no further patient complications.